Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the coupling head was damaged and could not accept attachments, and the trigger was sticking. It was further noted that the electric motor was damaged, there was corrosion, rough rotation, and the bearings, seals, and trigger components were worn. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the small battery drive device motor did not work. During in-house engineering evaluation, it was found that the coupling head was damaged and could not accept attachments, and the trigger was sticking. It was further noted that the electric motor was damaged, there was corrosion, rough rotation, and worn bearings, seals and trigger components. It was reported that there was no delay in a scheduled surgical procedure and an unspecified spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.